Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/07/2016. The fse confirmed the leak from hole in tubing through normally open side of valve vl53b; the tubing was replaced, resolving the event. (B)(4).

Event description:
A customer reported a contained bloody leak of unknown amount from a coulter lh 750 hematology analyzer in addition to an air leak. The customer was wearing personal protective equipment (ppe), consisting of gloves, glasses and a laboratory coat when the fluid was observed, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.